Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-apr-2026, it was reported by a sales representative via (B)(4) that an ar-8330h shaver has a cut in the insulation, exposing the wires. No case or patient effect.